Event description:
Customer complaint. The walker had lost the right rear wheel. No injury was reported.

Manufacturer narrative:
The right rear wheel came off during handling of the walker. No user was involved. The customer never returned the product to etac. Etac ref# (B)(4).